Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported via phone call that the customer had blood glucose levels over 600 mg/dl. It was also reported that the customer's insulin pump was stepped on and damaged. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.